Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that global find was non-functional due to software issue. A technical support specialist worked with customer changed configuration settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation system global find was not showing on station. The customer reported that users were unable to remove medications from the drawer, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.